Manufacturer narrative:
The complaint could not be confirmed. The device was not returned. Without the return of the device, the reported incident cannot be confirmed. Subsequently, and analysis to determine subcomponent failures or addressing corrective action cannot be initiated. However, using the information from the customer's report the most probable cause for this event is user error in disposal of the device.

Event description:
After surgery, a member of theatre staff was disposing of the battery pack from a pulsavac wound system. In order to dispose of the battery, the pack needs to be disconnected from the device and the battery pack exploded in the member of staff face causing a red and swollen face and a swollen right eye. First aid was called immediately and advised the staff member to wash the area with running water. Following the incident, the staff member was taken to a+e at the local (B)(6) and was then transferred to the regional burn and plastic surgery unit at a second (B)(6) hospital, as is standard practice in this area for burns to the face and hands. As the issue occurred after surgery, there was no harm/impact to a patient, and no delay to the surgical procedure. No additional clinical information was received prior to this report.